Event description:
The customer reported the ventilator was displaying a message indicating no backup battery. The customer reported the device was not in use therefore there was no patient involvement. The facility biomedical engineer reported the backup battery was replaced to resolve the reported problem.